Event description:
The customer reported that a pt became hypotensive and required fluid boluses. It is suspected that this occurred because of a user programming error that led to the pt receiving too much fentanyl. No further pt or event information was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer's experience of an overinfusion of fentanyl was not confirmed. The customer requested an event log review to identify a possible fentanyl overinfusion. The customer requested the programming, vtbi, volume infused by the primary infusion and the bolus doses for the timeframe between 0800 and 1200 on (B)(6) 2014. The information requested was not able to be provided because the event log received started at 11:20 am and the programming could not be determined. The root cause of the customer's experience of an overinfusion was not identified.